Manufacturer narrative:
No sample is available for the MFR to evaluate. Method - DHR review performed. Results - the DHR review revealed no issues or discrepancies were found which could potentially relate to this complaint. Conclusions - the customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. However, based on similar complaints a scar #(B)(4) was issued and the issue is related with the corrugated tubing extrusion process. This issue is under control of the vendor since it is a purchased component. If add'l info is received that affects the conclusion of the investigation a f/u report will be sent.

Event description:
Complaint was reported as the following: the circuit is cracked near the pt wye. The alleged defect occurred prior to pt use during functionality testing. No pt injury reported.